Event description:
During the implantation procedure, the lead would not stay in the header of this pacemaker. It was reported that they did not hear the "torque click" sound. Therefore, this pacemaker was not implanted.

Manufacturer narrative:
The lead would not stay in the header securely. The analysis on this device is pending.

Manufacturer narrative:
(B) (4). The lead would not stay in the header securely. The analysis on this device is pending. (B) (4)

Event description:
During the implantation procedure, the lead would not stay in the header of this pacemaker. It was reported that they did not hear the "torque click" sound. Therefore, this pacemaker was not implanted.